Event description:
It was reported that a dexcom g7 continuous glucose sensor initially failed to pair with the ilet system, after which the agent guided the user through re-pairing and the sensor successfully paired with glucose data then displayed on the ilet; the current glucose was 142 mg/dl, and no alerts or alarms occurred. Symptoms included no reported clinical effects. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included guided troubleshooting and user education to complete re-pairing. Investigation of this case revealed that the issue was a pairing failure between the cgm and the ilet without hardware malfunction, which resolved after re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity error that was corrected through standard troubleshooting and education.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.